Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to an unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner and outer insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection showed that the polytetrafluoroethylene insulation was bunched, and conductor resistance-shock coils were deformed approximately 75 to 230 millimeters from the terminal end which is consistent with the lead being placed through a constricted area. Furthermore, based on the observation of wrinkled or bunched insulation and offset coils, which likely resulted from friction force when the lead was passed through a constricted space. This type of damage has been deemed a design issue.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to an unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported.